Event description:
The event involved a defective tesio catheter adaptor. Approximately 1.5 hours into hemodialysis treatment, a separation occurred on the venous lumen at the junction of the defect. The lumen was clamped and physician notified.